Manufacturer narrative:
The field service rep determined there was an sv 41 failure, and replaced the sv 41 and verified proper aspiration.

Event description:
User received low results for multiple assays on four pt samples and found the rinse assembly was overfilling the cells. Sample 1 initial calcium result was 5.7 mg per dl, repeat result was 9.4 mg per dl; initial glucose result was 59 mg per dl, repeat result was 165 mg per dl; initial creatinine result was -0.05 mg per dl, repeat result was 0.67 mg per dl; sample 2 initial calcium result was 4.9 mg per dl, repeat result was 9.7 mg per dl; initial alp result was 6 u per l, repeat result was 69 u per l; sample 3 initial calcium result was 7.0 mg per dl, repeat result was 9.5 mg per dl; sample 4 initial total protein result was 6.2 g per dl, repeat result was 7.4 mg per dl; initial alt result was 8 u per l, repeat result was 12 u per l. Erroneous results were reported. No treatment was based on the incorrect results.